Manufacturer narrative:
Date of event is estimated.

Event description:
Device 2 of 2. Reference MFR. Report #: 3006705815-2021-00774. It was reported the patient was diagnosed with an infection. In turn, the patient's scs system was explanted. The patient was administered antibiotics intravenously and orally. The infection resolved over time.

Manufacturer narrative:
A review of the lot history record, identified no manufacturing nonconformities issued to the reported device, that would have contributed to this event. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2021-00774.